Manufacturer narrative:
All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient was presented with striae on the left eye (os) at a 13 week post-operative exam of a refractive treatment. The clinic reported visual acuity sands correction (vasc) on right eye (od) was 20/20 and os was 120/200. The patient was brought to the laser suite to have flap lifted and stretched on os. Patient was seen on the following day and vasc was od 20/20; os 20/60 and pinhole acuity (ph) on os was 20/30. At one week post op exam of flap lift and stretch treatment, patient¿s vision was 20/20 od and 20/25 os.